Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Due to the age of the device, no part was available for repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display pre-use checkout. There was no report of patient involvement.